Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation as result of the right atrial (ra) lead being dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.